Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a replacement procedure, during which, a cuff fluid leak was identified after removal. The entire aus was removed and replaced. There were no patient complications reported.